Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The index procedure, due to renal insufficiency and a peritoneal hemorrhage, was a staged procedure. The left side of the heart was treated in 2006. One month later, the pt returned to treat the right side of the heart. The 90% stenosed and heavily calcified target lesion was located in the distal right coronary artery (rca). The lesion was approached using an 8fr bsc guide catheter and the lesion was crossed using a choice extra support guidewire. Pre-dilation used a 2.5x15mm maverick balloon and then a 3.015mm maverick balloon. An attempt was made to place a 3.0x16 taxus study stent, but it was not able to advance satisfactorily. Add'l dilation was performed with a 3.0x20mm maverick balloon and a 3.5x16mm taxus study stent was placed in the distal rca. At this point a vessel dissection in the proximal and mid rca beginning at the ostium of the rca was noted during a contrast injection. Bailout treatment placed two add'l taxus study stents (3.5x16mm, 3.5x20mm) in the more proximal portions of the rca. Add'l stenting completed the procedure. The cath lab report stated that the guide catheter induced the dissection of the rca beginning at the guide catheter position. The pt was discharged in good condition three days later on lisinopril, aspirin, lipitor, tricor, terazosin, trental, toprol and plavix.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted with the dfu.